Event description:
Further follow up identified xrays revealed the lead had migrated. Surgical intervention was taken to reposition the lead on (B)(6) 2015 and also the physician implanted an additional lead during the procedure which resolved the issue. Reportedly, the patient has effective therapy postoperatively.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Reprogramming was attempted to no avail. X-rays are requested as a next course of action. Concomitant products are unknown at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.